Event description:
It was reported that, "one of the tabs broke off in pt and unintentionally left in pt."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.